Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced fluttering and presented in clinic. Upon review, it was revealed that the right atrial lead exhibited noise and numerous automatic mode switch episodes. Isometric exercise reproduced the noise. Programming changes were made. Patient was stable.